Event description:
It was reported that the device changed programs after passing through a metal detector. The reporter stated that she went to check the battery status and noticed the program changed from program 2 at 2.3 volts to program 1 at 0.0 volts. It was noted that the patient worked with her health care provider (hcp) to switch the programming because the patient had diarrhea for the past few days. It was also noted that the patient wanted to return to that program. The reporter stated that she synced and was on program 2 at 1.0 volts and did not feel stimulation. The reporter then set the stimulation 'comfortably' at 1.2 volts. Additional information received two weeks later reported that the patient had received assistance from her hcp or manufacturer representative and her concerns were resolved.

Manufacturer narrative:
Product ID 3889-28, lot# va01zrc, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).